Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-09275 & 1627487-2018-09276. It was reported the patient was having surgical intervention to remove the patient's scs ipg and the lead extensions. Reportedly, the patient accidentally hit the ipg site and the ipg started protruding out of the skin.